Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6) . Batch: 7136374. Product family: scs-ipg-r-MRI. Upn: m365sc12160. Model: sc-1216. Serial: (B)(6) . Batch: 591804.

Event description:
It was reported that the leads migrated as confirmed through x-ray and patient was experiencing inadequate pain relief. During the revision procedure, an infected tissue was noted on both the lead and ipg incision sites, and the physician opted to remove all device components. The patient did not have any symptoms and cause of infection was unknown. The patient was doing well postoperatively and was prescribed with antibiotics. The explanted devices were not returned.